Event description:
It was reported that 7 syringes alrg sftygld 1ml w/ndl 27x1/2 rb had a difficult to move plunger. The following information was provided by the initial reporter: "no: 305950 batch no: 0104234, 0076281. It was reported that the customer had issues drawing and injecting allergy medication. Event description states: rep from (B)(6) called rcc on 22dec2020 @ 4:32 pm cst to report customer had issues drawing and injecting allergy medications with item number 305950 citing plunger movement was too difficult. Customer reported having 7 total boxes, 6 of lot # 0104234 and 1 box of 0076281. (The product is an allergy syringe, with a fixed/attached needle.) Customer was inquiring if this has been a reported issue with either lot, and would like to return product. Mckesson will be cc'd to be notified of any issue and or if they need to be involved with any credits/replacements.rep information:(B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/28/2021. H.6. Investigation: customer returned (7) loose 1cc bd safetyglide allergy syringes without any packaging. Customer states that they had issues drawing and injecting allergy medication. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0104234. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200889459, 200886401, 200889320] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 0076281. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0104234. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-13. Medical device lot #: 0076281. Medical device expiration date: 2025-03-31. Device manufacture date: 2020-03-16.

Event description:
It was reported that 7 syringes alrg sftygld 1ml w/ndl 27x1/2 rb had a difficult to move plunger. The following information was provided by the initial reporter: "no: 305950 batch no: 0104234, 0076281 it was reported that the customer had issues drawing and injecting allergy medication. Event description states: rep from (B)(4) called rcc on 22dec2020 @ 4:32 pm cst to report customer had issues drawing and injecting allergy medications with item number 305950 citing plunger movement was too difficult. Customer reported having 7 total boxes, 6 of lot # 0104234 and 1 box of 0076281. (The product is an allergy syringe, with a fixed/attached needle.) Customer was inquiring if this has been a reported issue with either lot, and would like to return product. (B)(4) will be cc'd to be notified of any issue and or if they need to be involved with any credits/replacements.(B)(4).